Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and no delivery tests. No cosmetic damage was noted.

Event description:
Customer reported high blood glucose. The customer's blood glucose at the time of the call was 255 mg/dl. Customer treated herself with a syringe. Troubleshooting did not find any issues with the customer's insulin pump. The customer also reported a blood glucose of 485 mg/dl. The customer stated she had treated herself with a manual injection. Troubleshooting helped the customer with resetting a fixed prime. No additional information provided.